Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the hospital due to low blood glucose (bg) levels. A bg value and cause was not provided. In addition, it was reported that the pump battery depleted quickly. Additional information was not provided, and the customer declined troubleshooting with tandem technical support.